Event description:
It was reported that, after a primary surgery had been done 7 years ago, the implants were loosening. The adverse event was resolved by performing a revision surgery to explant a legion ps high flex xlpe sz 3-4 9mm insert. The patient outcome is unknown.

Manufacturer narrative:
It was reported that a revision surgery was performed due to device loosening, after 7 years of implantation. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Thus no thorough investigation could not be performed. Some potential causes could include but are not limited to traumatic injury, abnormal motion over time or patient conditions. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.